Event description:
It was reported that during a thoracoscopic lobectomy, while preparing to detach the bronchus, the manual handle of the instrument and the reload were rotated to a certain angle after assembly, and the device failed to fire. The surgeon was unable to press the green button or squeeze the handle. The procedure was completed after replacing the manual handle with a same model product from the company. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.